Event description:
Right rupture/left marked bleed hole. A 48 yr old wg2p2 female status post bilateral inframammary 220 dow corning gels for augmentation 5/7/85. Pt had closed capsulotomies times 6 (last in '86). Right changed shape with decreased times a few yrs. Left possibly softer positive local burning pain times 1 and 1/2 years. Pt developed systemic complaints shortly after implants-include arthralgias (+am stiffness)/myalgias, dysesthesias/parasthesias, swelling, fatigue, sleep disturbances, adenopathy, headaches, dizziness, visual problems, neurocognitive problems, sicca, hair loss, rashes, oral sores, probable raynand's, sob, choking sensation, weight gain, gi/gu problems, decreased libido, abnormal pap's, etc. Surgery right rupture-envelop extensively torn-liquid/cohesive gel with moderate cloudy/yellow weight complex 225. Left marked bleed-minimal cloudy/yellow weight 215, capsules thin, contractures 10 gm small calcification right greater than left.